Manufacturer narrative:
As of this report olympus has not received third-party culture test results to confirm this allegation. The customer has indicated that this device will not be returned for evaluation. The customer provided some of the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer does perform precleaning, such as supplying air and water through the nozzle. During the manual cleaning process, the customer uses instrument net by kenz medico and brushes the instrument, suction channel, balloon suction channel, air/water valve/suction valve and forceps plug. The brand of brushes used by the customer was not provided. It was not specified if the scope was manually disinfected. For automated endoscope reprocessor (aer) treatment, the customer uses an oer-3 and oer-5 with olympus, end fresh detergent and aceside (disinfectant). The scope is stored in room temperature in a simple cabinet without a drying function. The customer indicated that the scope is dried manually by alcohol flush and wiping down the scope with a clean towel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Related complaint: (B)(6) gastrointestinal videoscope, gif-h260/ (B)(4).

Event description:
The customer reported to olympus, during routine testing, the suction valve tested positive for microbiological contamination. The scope was sampled once. The scope tested positive for 7.0 x 10 colony forming units (cfus) of coagulase-negative staphylococci. Sampling occurred during maintenance. The user did not report patient/user harm or injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. As a result of reviewing the reprocessing procedure of the user facility the following deviations were found: the suction pump was not used to suction water from the forceps/suction channel during the pre-cleaning. From the previous investigation results, it cannot be denied that the reprocessing was insufficient due to deviation from the instruction manual. The following is included in the device IFU: ¿if the endoscope is not cleaned meticulously, effective disinfection or sterilization may not be possible. Clean the endoscope and accessories thoroughly before disinfection or sterilization to remove microorganisms and organic material that could reduce the efficacy of disinfection or sterilization.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue.